Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. The device was put through extensive testing including bench handling and full functionality stress testing using known good ECG cable and multifunction cable on a simulator without duplicating the report. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restarted/rebooted itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.